Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas including u15, u16, u17, and u18 on the defibrillation board and q701, r689, r684, j1002bb on the ca board. The root cause for the high voltage traveling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power up.